Manufacturer narrative:
(B)(4) no parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
An in-center hemodialysis user facility's biomedical technician reported a power cord that had evidence of excessive heat damage. During a routine preventative maintenance procedure, the main power supply cable was discovered to have blackened around the end of the cord, where the cord meets the plug. There was no physical evidence of smoke, sparks, or flames. There was no patient involvement or impact related to the reported issue. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the power cord to resolve the issue. Functional testing performed by the res confirmed that the system was operating properly. The unit was returned to service at the user facility without a recurrence of the event as reported. There are no parts available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis machine was not returned to the manufacturer for physical evaluation, however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res performed a visual examination of the device which found internal discoloration on the main power supply cable. The res replaced the main power supply cable to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res found internal discoloration on the main power supply cable which was attributed to excessive heat. Therefore, the complaint has been deemed confirmed.